Event description:
Same incident as MFR report numbers: 2030404-2011-00217, 00216, 3005188751-2011-00126, 00125, and 00124. It was reported after completion of an atrial fibrillation ablation procedure the pt developed a pericardial effusion. One hour after the ablation procedure was completed, the pt's blood pressure decreased. An echocardiogram was performed which confirmed a pericardial effusion. A pericardiocentesis was performed and 100 cc of blood was removed from the pericardium. The current status of the pt is listed as "healthy". The physician is uncertain as to the cause for the reported pericardial effusion.

Manufacturer narrative:
The device was not returned for eval. Review of the device history records confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU. The following dates are estimated.